Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the fl4 position. Bec is filing an MDR for this event based on the FDA classification of the (B)(6)2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number (B)(4)for fc 500; recall number (B)(4)). Bec internal identifier - case-(B)(4).

Event description:
The customer reported no signal at the fl4 position on their fc 500 flow cytometer while running flow check. There was no report of death, injury, or change to patient treatment as a result of this event.